Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient (pt) was being placed on impella cp for hemodynamic support. It was reported that left main engaged and patient's pulse pressure narrowed down to pure pump support with map staying above 80 while having decoupling of lv (left ventricle) and ao (aorta). Wire placed and lm (left main - coronary artery branch) disengaged with return of pulsatility. Upon ballooning, patient's pulsatility would become flat with decoupling, yet map pressure remained above 80. Pci completed successfully.